Event description:
Following a laparoscopic pelviscopy with laser, pt experienced subcutaneous emphysema of the abdominal area as reported by surgeon. The insufflator was set at 15mmhg and or staff reported reading going to 30mmhg and beyond. Use of device was discontinued. Pt was admitted to hospital and observed for 24 hours.